Manufacturer narrative:
Qc was within the customer's established ranges after the ind flags. Qc data was not supplied. The customer had the ckmb pack loaded in a slot different from what was indicated in the reagent inventory. The customer reconciled the reagent inventory with the reagent carousel and disposed of the misplaced reagent pack. Customer stated since discarding the misplaced reagent pack, there have been no further issues. Service was not dispatched as the issue, a misloaded reagent pack, was identified while troubleshooting with hotline. User error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc (bci) regarding obtaining "ind/no value" flags for ckmb on unicel dxc 600i synchron access 2 clinical system for six patients' samples. It was discovered while troubleshooting with hotline, a ckmb reagent pack was misloaded and therefore in the incorrect slot of the reagent storage carousel. The specimens were retested on a different instrument and ckmb results for all six patients were in "normal reference range". Exact results were not available. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.